Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a stifle (knee) arthroscopy surgery on a canine, it was observed that the teeth over a section of the blade device were bent. It was also noted that the blade remained intact and no pieces were had to be retrieved. As a result, there was a five minute delay in the surgical procedure. A spare device was available for use to complete the surgery successfully with no further incident. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device blades saw teeth were worn, damaged and bent from coming into contact with metal during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling of the device which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.